Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) which accelerated the ventricular arrhythmia and resulted in shock therapy. The shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) which accelerated the ventricular arrhythmia and resulted in shock therapy. The shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This crt-d remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event.